Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter was displaying an ¿error 5¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged error message began to appear 2 weeks prior to contacting lfs. The patient manages her diabetes a combination of oral medication and insulin. The patient reported taking an increased dose of metformin 500 mg at an unspecified time on (B)(6) 2017 as a result of the alleged issue. The patient claimed that 30 minutes prior to attempting to test her blood glucose on (B)(6) 2017 she developed symptom of ¿blurred vision¿. The patient claimed that on (B)(6) 2017 at 7:30 pm she was hospitalized due to the alleged issue and was treated with insulin. The patient claimed that her blood glucose was measured at ¿44.0 mmol/l¿ on the hospital device. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and confirmed the correct testing process was being followed. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or past their discard date. The csr walked the patient through a retest and the alleged issue was resolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event while using the product and the alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
On (B)(6) 2017, the patient contacted lfs and provided additional information. During the follow-up call, the patient confirmed the meter issue was an intermittent issue. The patient informed the csr that she manages her diabetes with a combination of insulin (novorapid 45 units in the morning, 40 units at lunch, 40 units at supper and toujeo 100 units in the morning) and oral medication (2 pills of metformin 500 mg morning and evening). The patient denied making any changes to her usual diabetes management regimen in response to the alleged issue. During the follow-up call, the patient confirmed she developed symptom of ¿blurred vision¿ around 5:00 pm on (B)(6) 2017, 2.5 hours prior to attempting to test her blood glucose with the subject meter. Based on the additional information provided, the classification of this complaint is being updated and ruled out; there is no indication that the subject meter caused or contributed to the reported high blood glucose excursion for which the patient received hcp treatment. The patient confirmed she had become symptomatic prior to attempting to test her blood glucose and there is no evidence of delay in treatment as a result of the alleged issue. In addition, there is no evidence that the device malfunctioned as the alleged product issue was resolved with troubleshooting.